Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the polarx catheter was visually inspected, no abnormalities were identified. During functional testing it was found that upon ablation, the temperature did not reach therapeutic levels. Dissection of the handle to inspect the bi-filar wires revealed that the wire insulation was worn. With the handle dissected, the distal balloon region was submerged in +37c of saline; the real time temperature reading was +22c. It is likely that the temperature wires were intermittently in contact during various stages of testing as any ablation or manipulation of the slider switch would affect the position of these wires. Analysis found that the allegation was confirmed, the root cause was identified to be a component issue; worn insulation on the bi-filar wire. The worn wire insulation could result in a short between the wires, causing an inaccurate temperature reading.

Event description:
It was reported that during cooling, the console temperature displayed warmer than the catheters actual temperature; after thirty seconds, the temperature suddenly displayed as -34 degrees. During a pulmonary vein isolation (pvi) procedure, a polarxfit catheter was selected for use. While treating the left superior pulmonary vein, the temperature on the console did not display as negative. This continued twice, then on a third attempt, the console displayed a temperature of -34 degrees after about 30 seconds. No error message was displayed. As the real-time temperature displayed on the console was unreliable, the catheter was replaced, resolving the issue. The procedure was completed without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during cooling, the console temperature displayed warmer than the catheters actual temperature; after thirty seconds, the temperature suddenly displayed as -34 degrees. During a pulmonary vein isolation (pvi) procedure, a polarxfit catheter was selected for use. While treating the left superior pulmonary vein, the temperature on the console did not display as negative. This continued twice, then on a third attempt, the console displayed a temperature of -34 degrees after about 30 seconds. No error message was displayed. As the real-time temperature displayed on the console was unreliable, the catheter was replaced, resolving the issue. The procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.